Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they thought something was wrong with their cardiac resynchronization therapy pacemaker (crt-p). It was noted that the patient thought they were having premature ventricular contractions (pvc) but couldn't see when they were having them. Patient also noted feeling a buzzing feeling and feeling tired. The device is still in use. No further patient complications have been reported as a result of this event.